Event description:
It was reported that the customer had a test failure alarm and a radio frequency bad data alarm on the insulin pump. Customer's alarm history was reviewed. Customer stated that the alarm did not occur during the rewind/prime sequence. Customer was transferred to a sensor technician for further troubleshooting. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.